Event description:
A report was received that the patient was deceased. No further information was received.

Event description:
A report was received that the patient was deceased. No further information was received.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50 (B)(4) model description:st linear lead, 50cm with pre-loaded 0.014 inch stylet.

Manufacturer narrative:
Additional information was received that the physician doesn't believe that the patient's death is device related as patient had other health problems. No additional information will be available.

Event description:
A report was received that the patient was deceased. No further information was received.

Event description:
A report was received that the patient was deceased. No further information was received.